Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on properly) was confirmed. Upon investigation the negative lead on high-voltage capacitor c21 on the defibrillator board was broken from the solder pad. The broken solder connection caused high current arcing on the computer analog (c/a) board. The current arcing caused thermal damage to several components on the c/a board including u1003, q9, q701, r45, r684, and r689. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for (B)(4) review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken leads on c22. The patient received a replacement monitor.

Event description:
A german distributor returned a monitor indicating that the display would not power on properly. The distributor was sent a replacement monitor.